Manufacturer narrative:
On april 05, 2023, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the smooth uhp 455cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 01, 2023, mentor received additional information regarding the patient's diagnosis. During the explantation surgery, the surgeon cultured the pocket and was later determined to be an infection. Code e2115-post operative wound infection has been added in section h6-health effect clinical code to document this additional information. Reason for device explant and/or reoperation: capsular contracture and wound infection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old caucasian female patient underwent a breast augmentation revision with a 455cc mentor memorygel breast implant and experienced capsular contracture (baker grade 4) on the right side post-operatively, which was diagnosed by the healthcare provider. As a result, the patient underwent explantation on (B)(6) 2023.